Manufacturer narrative:
Investigation could not be concluded; no conclusion could be drawn as no device was returned. Review of mfg records will be requested.

Event description:
A 3.5mm lcp reconstruction plate was implanted for orif of a distal humerus fracture approx 5 months ago. Pt went to nonunion and plate was noted as broken. Pt was returned to the or for hardware removal.